Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, confirmed that it was the setup that was the issue. The patient was prone and the camera was at the patient's feet. On (B)(6) 2016 software investigation completed. Findings are that the reported symptom was caused by poor positioning of the camera. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, they were unable to register the patient. They tried tracer a few times and then the surgeon opted to discontinue navigation - the surgeon felt comfortable proceeding without it. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.